Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: pins are loose and have fallen out.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. According to the present statement was conducted that the adapter is defect. Through many years of use, the adapter has been worn down and uptight. Additionally, the pin is broken, this is probably due to proper use. The review of the material and manufacturing documents shows that the complained article corresponds to the specifications. No product fault could be detected.